Event description:
A (B)(6) male pt called zoll customer support to report that the wires on his electrode belt were damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged wires) has been confirmed. Upon evaluation the cable connecting the distribution node (dn) to the rear therapy electrodes was ripped from the dn, damaging the wires within the cable. The root cause for the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.